Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 5138661.

Event description:
It was reported that the patient could not feel stimulation in their pain areas. The patient underwent a revision procedure due to high impedances and inadequate stimulation. Two leads were explanted and replaced. The patient is stable and is getting coverage of their pain area.

Manufacturer narrative:
The returned infinion cx leads sc-2317-70 serial number: (B)(6) were analyzed and visual inspection of the leads revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The leads became kinked after they exited the clik x anchor.

Event description:
It was reported that the patient could not feel stimulation in their pain areas. The patient underwent a revision procedure due to high impedances and inadequate stimulation. Two leads were explanted and replaced. The patient is stable and is getting coverage of their pain area.